Event description:
Additional information was received from the patient. When asked what steps were taken to resolve the issue they stated that the manufacturing support had answered their questions. The stimulator itself hadn't done much for their quality of life.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that patient wanted to confirm what devices to turn on/off. Patient said they thought they needed to turn their therapy off to save battery rather than the handset. Patient said they turned their ins off and noticed nothing was working. When they turned ins back on, they were feeling like they were getting "slightly electrocuted or like a kind of shock." Patient also said they have been changing programs and increasing stim because they haven't really gotten any relief from the ins yet. Patient also mentioned that they have been trying to do a little yard work and their back has started hurting so bad and it had done that a long time ago (before the ins) but they exercised and it had gotten better. But since implant, their back had started hurting near the tailbone, they stated that their tailbone was tender. Patient asked if this was a common problem for people with back aches. Reviewed general therapy guidelines, reviewed difference between ins battery on and off vs handset battery on and off, reviewed therapy expectations and optimization, and reviewed options for patient to try to help with tailbone tenderness and also redirected them to their hcp for further instruction. Patient said they will try making adjustments on their own and confirmed understanding of ins on/off vs handset on/off.